Event description:
The customer states that urine phosphorus control values, run on the architect c8000 analyzer, have been running lower than peer group values for many months but that they weren't concerned until they failed a recent cap survey. The customer failed the survey reporting values that were lower than the expected ranges. This issue is occurring on both c8000 analyzers in the lab.to date, no pt results have been questioned and serum phosphorus results do not demonstrate this issue. There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.